Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated prior to the implant procedure. Per the interrogation, the battery voltage displayed premature depletion values. The ICD was not implanted. There was no patient involvement.